Event description:
The customer reported to olympus, the evis exera iii colonovideoscope showed white foreign material. The event is unknown. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunction was found: j-tube (jet tube) has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated by olympus the following additional observations were made during the device evaluation: lg (light guide) lens had cracks; s-cylinder (suction cylinder) had discoloration; water leakage due to cut on switch; sc (scope connector) case had a scratch; bending section cannot be bent in left direction due to cut on angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from switch button one (sw1). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.